Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient took a bolus of 25 units and did not realize sometimes when the infusion set disconnected from the patient's body. Subsequently, the set was taken off and another one was connected. No further information available.